Event description:
While doing an x-ray of the patient¿s operative finger, md (doctor) noticed a small metal object in the finger. The bur the md had been using was inspected and it was noted to have a small piece missing. Md made every attempt to remove the foreign item from the patient¿s finger but was unable to remove the item. This was disclosed to the patient when she was awake in pacu (post-anesthesia care unit). Item information: stryker 2.0mm swanson pilot bur ref#: 1608-002-131 lot #: 22101017 expiration date: 04/01/2027 manufacture date: 04/12/2022.